Event description:
The customer alleged inaccurate low readings on their surestep meter. Patient reports they went to work, came home early and their neighbor called 911. Patient's meter reading was 39 mg/dl prior to arrival at the hospital. The hospital tested patient at "over 700" mg/dl. Patient was placed on IV insulin. Patient has never cleaned their meter nor performed quality control tests. Patient does not know how long their test strips have been opened. No other information provided.